Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿there were multiple loops of small bowel, which were densely adhesed for several centimeters with no clear plane between them and the previous mesh. The adhesions were quite dense to the mesh in one part of the mesh needed to be removed in order to fully remove the intestine. Approximately 40 centimeters or so of small bowel were densely adhesed to each other with many interloop adhesions, several of which could not be separated using scissors¿. It was reported that the patient experienced severe, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022.

Manufacturer narrative:
Date sent to the FDA: 10/05/2022.